Event description:
It was reported that the patient with this inflatable penile prosthesis, implanted for approximately ten years, developed a methicillin-resistant staphylococcus aureus infection. Due to the infection and patient symptoms, the device was explanted, and the infection was treated successfully. No further patient complications were reported. .

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.